Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, the physician had a very difficult time placing the catheter and after attempting to use a guide wire and ureteral sounds, felt the catheter was in place and proceeded. After several minutes of treatment, no temperatures were being recorded with the prolieve system and it was apparent that the catheter was not in the correct place, and the physician aborted the procedure. The patient could not void and a catheter could not be placed, the patient was admitted for surgery. The patient's current condition is unknown. Requests for additional information have been sent.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.